Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 3.0x38mm multi link 8 stent delivery system (sds), while removing the protective sheath, the stent dislodged from the sds. The sds was not used in the anatomy and was replaced. The procedure was completed with a new multi link 8 sds. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.